Manufacturer narrative:
Insulin pump had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify compromised forced sensor system alarm due to unresponsive button. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the button was scrolling without input. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the buttons had delayed response. Customer stated that the insulin pump had compromised force sensor system. The insulin pump will be returned for analysis.